Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: gladiator elite 7.0 x80, 75cm was received for analysis. The following attributes were examined: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm proximal of the proximal markerband and extending approximately 31mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues or damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that the target lesion was 80% stenosed, severely calcified, and severely tortuous.

Manufacturer narrative:
Device evaluated by MFR: gladiator elite 7.0 x80, 75cm was received for analysis. The following attributes were examined: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm proximal of the proximal markerband and extending approximately 31mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues or damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.